Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal injector lure lock n35j leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of an anticancer agent from the injector. The customer reported as follows: there have been many cases in which leakage was suspected; however, this time, leakage from the injector was noticeably observed during preparation epirubicin; in this case, several punctures were not performed.

Manufacturer narrative:
H6: investigation summary one used sample and forty unused injector samples were provided to our quality team for investigation. A device history review was performed for lot 2112009, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. The used product was visually inspected, the membrane was noted to have been punctured multiple times as lifted portions of the membrane were seen. There was no damage or defects found in the needle tip or shape of the needle. Functional testing was completed, passing liquid through the membrane, no leakages through the membrane or other injector components was observed, it was noted the membrane was stained red from the drug that was initially used with the device. The unused samples underwent additional evaluations. Using twenty of the samples, compression testing was performed to measure the maximum resistance pressure of the membrane, all results were found to be within specification. Leakage testing was conducted on the remaining twenty samples, puncturing the membrane ten times. In all cases, the product functioned as intended and no leakages occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage and pressure testing to verify the quality of the membrane. All results were reviewed for the reported lot and no issues were identified. Based on the available information and sample evaluation, it appears this incident may have occurred due to multiped penetrations of the injector membrane. The performance of the sealing membrane is reduced after multiple perforations and extended activation time.

Event description:
It was reported while using bd phaseal injector lure lock n35j leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of an anticancer agent from the injector. The customer reported as follows: there have been many cases in which leakage was suspected; however, this time, leakage from the injector was noticeably observed during preparation epirubicin; in this case, several punctures were not performed.